Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6.

Event description:
Patient reported "capsular contracture baker grade ii and implant placed too high". Patient later reported "pain and device rupture". This record is for the right side. The device has been explanted and replaced with another manufacturer´s device.

Event description:
Patient reported "capsular contracture baker grade ii and implant placed too high". Patient later reported "pain and device rupture". This record is for the right side. The device has been explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h3, h6

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2022-11352. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: red encapsulation in the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "capsular contracture baker grade ii and implant placed too high". Patient later reported "pain and device rupture". This record is for the right side. The device has been explanted and replaced with another manufacturer´s device.